Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) completely shutdown. Tried to reboot the cns and it shuts down.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. Replace the power supply and lithium battery but the problem persisted. Further testing revealed that the cns has a faulty main board. The main board is obsolete and no longer available to be ordered. The device is unable to be repaired due to part being obsolete. Informed the customer that they will need to get a hold of a sales rep to replace the cns.